Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. During intraoperative setup (prior to patient contact), a crack was observed in the product; the device was not used on the patient and was immediately replaced. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #product:9560100, lotno:667060 during the inspection at the time of acceptance, it was observed that the image was cloudy and the internal lens was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.